Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not pass the touchscreen calibration test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not pass the touchscreen calibration test. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.